Event description:
It was reported during implant procedure that the atrial lead exhibited dislodgement and failure to sense. The lead was successfully exchanged. There were no patient consequences.

Manufacturer narrative:
The reported events were lead dislodgement and failure to sense. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured within specification. The reported event of failure to sense was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.